Event description:
On (B)(4) 2012, customer reported that the modular chemistry (mc) sample probe was leaking on the dxc 800 pro instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the leak was due to a clog in the vacuum valve. Fse cleaned the vacuum valve and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).